Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. He was unable to clear the alarm. The insulin pump vibrated and beeped every couple of minutes. Customer's blood glucose level was 284 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.